Event description:
After more than 2 years of successful cochlear implant use, this pt reported pain and a decrease in sound quality. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplant surgery is being planned but a date has not been set.